Event description:
The following was reported to hamilton medical ag: the device failed the self test at start-up while being prepared to be used on patient, resulted in delay in treatment.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the report from hospital stated: on (B)(6) 2025, a cardiac surgery nurse discovered an abnormal situation where the machine failed the self-test during preparation for use. After reporting to the medical department for repair, the engineer found that the internal air oxygen mixer assembly was leaking. After replacing the air oxygen mixer assembly, it can be used normally. The ventilator's oxygen module malfunctioned, triggering an alarm during self-test. Such failures are typically caused by unclean gas sources, which damage the oxygen module. Additionally, the device, produced in 2014, was used beyond its intended lifespan. Therefore, this event is unrelated to product quality. Recommendations: ensure the hospital's central air supply is clean and replace outdated equipment promptly. Additionally, as stated by the customer, the device did not pass the self-test. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should not be viewed as a critical failure, but as part of the pre-emptive safety and maintenance measure. This case is considered as closed.